Event description:
The following information was reported to kci by the physician: at the 6th annual meeting of (B)(6), the physician presented article, "wound management for leg ulcer using v.a.c. System: review for the past four years" that described seventy four cases of leg ulcers during the may 2010 to dec. 2013 time period. The physician alleged v.a.c. Therapy was discontinued due to bleeding, case numbers of bleeding are unknown. On (B)(6) 2014, the following information was reported to kci by the physician: "any serious bleedings were not confirmed. (No blood transfusion, no cauterization for bleeding.)" On (B)(6) 2014, the following information was reported to kci by the physician: nine cases were considered "ineffective" cases of v.a.c. Therapy as therapy was discontinued due to "pain, bleeding, dermatitis, and etc.". No additional information is available. Since the unit's type or serial number was not provided, kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient information. No additional information is available.

Manufacturer narrative:
The patient's included in this article were treated with negative pressure wound therapy during the may 2010 to dec 2013 time period. It is unknown when the events occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged "pain, bleeding, dermatitis, and etc." Are related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause. See scanned page